Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Patient code (B)(4)- secondary surgical intervention, lens explant and exchanged for shorter lens. Work order search: no similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl implantable collamer lens, -15.0 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted and exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.